Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving morphine with an unknown dose and concentration via an implanted pump. The indication for use is spinal pain. On (B)(6) 2015 it was reported that the patient had been admitted from the hospital for generalized weakness on an unknown date. The patient was admitted to the transitional care unit on (B)(6) 2015. Since 2014 the patient has experienced tremors and generalized shaking of upper body. It was noted that an MRI is being done due to the patient's shaking. It was also reported that the patient falls at least 20 times per month. The patient has had 40-43 knee surgeries and is falling because of that. It was noted that the patient's knee caps had been removed in 2007. It was noted that the patient's knees are weak, which is not related to the pump. Further follow up was done to determine the results of the MRI, if any actions/intervention were required, the cause of the patient's symptoms, and if the symptoms have resolved.